Event description:
The customer reported that they got false low access il-6 (access il-6 assay, part number a16369) patient results on their dxi800 analyzer (part number 973100 and serial number (B)(6). The customer reported erroneous results for many patient samples and the exact number of patients was not specified. The customer only provided 2 patients results. One patient sample's original result was 7.71 and the retest result on the lab's another dxl800 analyzer was 53.63. Another patient sample's original result was 0.97 and the retest result on the lab's another dxl800 analyzer was 10.77. The retest results were more consistent with the customer¿s expectations. There was no report of injury and no report of change to patient treatment or management in connection with this event. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for reviewing no issues with sample integrity were reported by the customer. A beckman coulter agent engineer was dispatched to customer site.

Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access il-6 reagent was not returned for evaluation. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for reviewing .no issues with sample integrity were reported by the customer. A beckman coulter agent engineer was dispatched to customer site. The engineer on-site checked the instrument event log and found error of reagent pipettor sensed fluid at unexpected height in sv. The engineer found that the sample pipettor pipeline was worn. The engineer replaced sample pipettor pipeline (p/n a92072), and the instrument was operating normally. There is sufficient evidence to suggest a hardware malfunction was the cause of this event. The sample pipettor pipeline was worn. Replacing the sample pipettor pipeline (p/n a92072) solved the problem. Note: access il-6 part number a16369 is used to complete MDR reporting as access il-6 is still emergency use authorization within the united states. Customer in country of event origin is using access il-6 part number a16369 which is iapproved in that country as in vitro diagnostics and is not under emergency use authorization.